Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that an expect slimline needle device was used in the esophagus during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2015. According to the complainant, the distal tip of the needle broke and detached inside the patient. The detached needle was successfully retrieved from the patient using 13-millimeter alligator forceps, and the procedure was ended at that time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent at almost a 90-degree angle at 3.4 cm from the distal end, and was broken at 5.6 cm from the distal end. The area surrounding the break was kinked and stressed from stretching, indicating the needle broke due to being severely kinked. Dimensional verification confirmed the needle was within specifications. The complaint was confirmed; the needle was broken near the distal end. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, the integrity and performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an expect slimline needle device was used in the esophagus during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2015. According to the complainant, the distal tip of the needle broke and detached inside the patient. The detached needle was successfully retrieved from the patient using 13-millimeter alligator forceps, and the procedure was ended at that time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.